Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter was displaying an error 4 message whilst trying to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue first occurred on (B)(6), around 8-9 in the morning and was reoccurring. The patient manages her diabetes with oral medications (janumet 50/1000mg, twice daily), diet and exercise and stated that she no change to her usual diabetes management routine in response to the alleged product issue. The patient stated that on an unspecified date and time after the issue began, she developed the symptoms of tired, thirsty and frequent urination and reported that she self-treated by consuming ¿lots of water¿. The patient denied that she obtained a blood glucose result on another device. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used. The test was performed with blood and the correct testing steps were carried out. The reporter confirmed that the test strips were stored correctly and within expiry date. The patient¿s products were replaced. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.